Manufacturer narrative:
Stryker determined the root cause of the reported issue is determined to be the analog pcb. Stryker archived the device and the customer received a replacement.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device had an unexpected shutdown. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device had an unexpected shutdown. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.